Event description:
Health professional reported that one day after pt injection with juvederm ultra xc in the nose and upper lip, the nose is very swollen, red and has a pimple on the end. The physician prescribed keflex and nitropaste prevent worsening of the symptoms that may lead to permanent damage in the event there was an infection. The pt chose not to use the nitropaste. Physician states the pt's symptoms are "about the same" at this time. Supplemental info received from the physician states that the symptoms were almost resolved two weeks post juvederm injection. A culture was performed which showed no growth for 24 hours. A test dose of the original juvederm syringe was injected in the pt's arm with no response, so allergy and infection were "ruled out." The physician stated, "suspect reaction related to vascular compromise-not sure."

Manufacturer narrative:
Medwatch sent to FDA on 07/11/2012. Device history review summary: batch number h24l786793 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine. Device analysis: visual examination of the syringe noted a crack in the luer/thread area.